Manufacturer narrative:
The cracked sipper tube was not available for further investigation. The root cause of the issue could not be identified. No adverse events were reported.

Event description:
The customer experienced instrument errors and received questionable results for n-terminal pro b-type natriuretic peptide (probnp), prostate-specific antigen (tpsa) and vitamin b12 (b12) on the additional e module analyzer. The user said 36 erroneous results were generated, but only provided results for 11 patient samples which gave discrepant results. The patient samples were repeated on (B)(6) 2010. Patient sample 1, the initial result for tpsa gave 0.74 ug/l. The repeat result gave 1.9 ug/l. Patient sample 2, the initial result for tpsa gave 1.3 ug/l. The repeat result gave 3.3 ug/l. Patient sample 3, the initial result for tpsa gave 0.64 ug/l. The repeat result gave 1.5 ug/l. Patient sample 4, the initial result for tpsa gave 0.72 ug/l. The repeat result gave 1.6 ug/l. Patient sample 5, the initial result for tpsa gave 0.39 ug/l. The repeat result gave 1.1 ug/l. Patient sample 6, the initial result for probnp gave 854 ng/l. The repeat result gave 2270 ng/l. Patient sample 7, the initial result for probnp gave 232 ng/l. The repeat result gave 486 ng/l. Patient sample 8, the initial result for probnp gave 3730 ng/l. The repeat result gave 8350 ng/l. Patient sample 9, the initial result for probnp gave 89 ng/l. The repeat result gave 240 ng/l. Patient sample 10, the initial result for b12 gave 1480 pmol/l. The repeat result gave 607 pmol/l. Patient sample 11, the initial result for b12 gave 1160 pmol/l. The repeat result gave 349 pmol/l. The initial results were reported outside the laboratory. The repeat results were considered the correct results. No adverse events have been alleged regarding these discrepancies. The reagent lot numbers for probnp, tpsa and b12 were not provided. The field service engineer found a cracked sipper tube inside the connector of extra wash sipper and repaired the connection. The customer reported the instrument was working correctly after the service visit.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous unknown artery. The 15mm x 3.5mm maverick2 balloon catheter was selected and ruptured at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is good. Additional information was requested and no additional detail is available.

Manufacturer narrative:
The event occurred in (B)(6).